Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center for a separate issue. During the device analysis, the service repair technician indicated that a corroded air valve was found. There was no patient involvement.